Event description:
It was reported that the passed away due to a cerebral vascular accident. The stroke was an ischemic subacute lacunar infarct within the left internal capsule and thalamus. Prior to death, the patient had confusion and worsening somnolence. The stroke occurred after an aortic valve closure procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that a computed tomography scan found evolving areas of acute infarctions within the left internal capsule genu and posterior limb with mild extent into the thalamus, subthalamic region and the left lentiform nucleus, and in the superior medial left cerebellum. The aortic valve closure procedure was performed due to the patient's aortic insufficiencies.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The account communicated that the death was not device related, as the device operated as expected. Lastly, the account stated that the pump will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists stroke and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27dec2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the patient had other infarcts within the left internal capsule and thalamus and within the occipital pole. No further information could be given about the old infarcts.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.